Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that patient underwent a posterior spinal surgical procedure at t9-s2. Sometime post-op an infection was confirmed. The patient underwent a revision surgery to remove the hardware. During the revision it was noted that all of the screws were loose except l3. New screws were implanted at l3 and iliac. No additional complications were reported.